Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, the ventilator stopped cycling with no alarm. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.